Event description:
The facility reported that the 23g, hoffman/ahmed horizontal scissor broke when the surgeon attempting to cut tissue in the eye. The broken piece of the scissor was removed and the procedure was completed as planned. There was no impact to the patient.

Manufacturer narrative:
The scissor was returned with damage that is indicative of the scissor being used to cut too hard of an object. The scissor was most likely damaged in a previous use.